Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 16mm regent mechanical heart valve was implanted in the mitral position in this pediatric patient. On (B)(6) 2016, echo showed one of the leaflets was immobile. The following week, the patient was sent to surgery where a thrombus was found on the leaflet and after removal of the thrombus, the valve remains implanted and is reported to be functioning well.